Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation but a vyaire field service representative(fsr) replaced the main board and configured it with the ivista. Annual pm was performed. Verification, calibration, ventilation test and base unit tests was done and all passed.root cause of failure was due to user interface controller (epc) is not working or starting-up. Most likely it is due to die crack due to mechanical stress caused by particles in the conductive paste. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: result of investigation: vyaire medical's failure analysis lab was able to confirm and duplicate the reported complaint. The root cause of failure was most likely due to a die crack caused by mechanical stress caused by particles in the conductive paste.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and discovered that the password screen is the only thing it would do. The unit would only shut off with a hard shut off. The unit needs a new main board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the screen of belavista 1000 us came up with enter pw (password). The issue occurred during patient use but the unit was swapped out. There is no patient harm associated with the reported event.